Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
"Ubale" to obtain accurate femoral or tibial registration. Registration was done 3 times, patient landmarks were taken multiple times, segmentation was reviewed, patient name/dob/mrn was confirmed. Registration for femur and tibia were 0.8. Surgical delay-16-30 minutes. Case type: tka. The patient was under anesthesia during the delay and the surgeons name is (B)(6). Please let me know if I can provide "an" additional information

Manufacturer narrative:
Reported event: an event regarding failing tibia registration a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 245 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficulty passing tibia registration. There were no other reported event for the listed catalog number. Conclusion: in conclusion, the CT landmarks for the tibia differed from the patient landmarks by a wide margin, causing an inability to obtain accurate tibia bone registration during surgery. Also, the patient¿s osteophytic bone may also have contributed to the difficulty in registration. No system defect or malfunction is expected.

Event description:
Unable to obtain accurate femoral or tibial registration. Registration was done 3 times, patient landmarks were taken multiple times, segmentation was reviewed, patient name/dob/mrn was confirmed. Registration for femur and tibia were 0.8. Surgical delay-16-30 minutes. Case type: tka. The patient was under anesthesia during the delay and the surgeons name is (B)(6). Please let me know if I can provide an additional information.